Event description:
It was reported that during intra-aortic balloon (iab) therapy the cardiosave intra-aortic balloon pump (iabp) generated an unable to calibrate optical sensor alarm. Prior to calling the getinge representative, the customer had troubleshot via the help menu with no success. At the time of the call, they stated that the fiber optic cable was unplugged already and they were attempting to transduce the fluid lumen. They also had no luck when they attempted to aspirate the inner lumen. It was explained that they should cap the clotted off inner lumen and suggested they move to an alternate pressure source (radial arterial line). The customer verbalized their understanding. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.